Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, play of the angle knob out of the normal state due to elongation of the angle wire, scratches on insertion tube, wrinkles in insertion tube, curved rubber adhesive missing, scratches found on the tip cover, adhesive part of the lighting lens came off, scratches found on switch 1, scratches found on operation part, scratches found on switch box, scratches on operation unit cover, scratches on the up/down knob, scratches on up/down angle fixing lever, scratches found on the right/left knob, scratches found on the grip, scratches found on universal cord, scratches found on the scope connector, scratches on right/left angle fixing knob, and scratches on the forceps base. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset evis lucera duodenovideoscope to the olympus service center. Upon inspection and testing of the customer returned device, the scope adhesive part of the lighting lens was found peeling off. In additional, there was a gap in the glued end and dirt entered the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.